Manufacturer narrative:
No product was returned for assessment. The third-party supplier batch file review did not highlight any anomalies that could account for this issue. The retained samples were visually inspected, and breakage tested with no issues found. The batch was manufactured on dec 2019 and as stated by the third-party manufacturer: "it is in their experience that the alleged breakage could have occurred by user error in the following scenarios: angle of the needle in respect to the skin. Overload force applied during injection. Reuse of the device. Patient moving during injection. The medical questionnaire was completed by the user and no needle was found and no medical care/ intervention was required. No further action can be taken at this time.

Event description:
Patient called in to our us office to report that while giving herself her insulin shot, when she pulled the pen out the needle was missing.